Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, there was pixel color change and the text was dim/discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, a battery compartment crack was found below the grip pad.